Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the grainy images had artifacts near the implants. It was reported that the functionality of the system was confirmed. To improve image quality, the representative worked with the operators of the device on functionality that could increase the image quality. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the confirmation image acquisition was light and grainy with poor detail. The representative reported that the hd image acquisition was up to specifications. The surgeon elected to complete the procedure with the confirmation image acquisition. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.